Manufacturer narrative:
(B)(4).

Event description:
On 03nov2016 an eye care provider (ecp) called our affiliate in (B)(4) to report that a patient (pt) was given trial lenses for 1-day acuvue moist. The ecp reported that the pt ¿complained about pain the next day and went to see the ophthalmologist in the hospital. It was reported that the pt had a conjunctivitis.¿ the ecp also reported that the pt ¿complained about blindness and pain on his/her back.¿ the ecp reported that the pt ¿had to take an ambulance and had to stop work because of the symptoms.¿ on 04nov2016 additional information was received from the (B)(4) affiliate as follows: the pt is reported to be a ¿hyperope and doesn¿t want to wear his/her glasses.¿ the pt was fitted in monovision and used 1-day moist lenses. The pt was given trial lenses and ¿on last saturday the ecp asks to the pt to wear lenses on monday and to come back to the practice for a control after 6 hours of wear.¿ the ecp continued to report that on monday, the control was good and the optician provided the pt 2 pairs of lenses and asked the pt to ¿limit the wearing time before the second control, planned on following thursday.¿ the ecp reported that on tuesday morning the pt placed a call to the ecp ¿complaining of pain, red eye, and telling him that he/she was obliged to go to the hospital.¿ the ecp placed a call to the ophthalmologist in the hospital and the additional details were obtained: the ophthalmologist said that the ¿pt had some problem the day before to take his/her lenses off. Linked to poor handling, a lens torn and a small piece of lens remained all night in the eye.¿ the ophthalmologist ¿noticed a micro keratitis on tuesday morning and prescribed an antibiotic and a gel for 5 days. The treatment end would be on next sunday.¿ the ecp has made several attempts to contact the pt for additional information and confirm resolution of the event, but no additional information has been received. The affected eye was reported as the od. This event is being reported as a worst case event. The date of the event is also unknown. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 1877790107 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 12dec2016 an email was received from the affiliate in (B)(4) advising that he/she received additional information from the patient¿s (pt) optician. The additional information from the optician revealed that the affected eye was the od, not the os as was initially reported on 29nov2016. Also the affected lot was incorrectly reported as the lot number 1877790107. The correct lot number associated with the pts od keratitis event is confirmed as 1363980107. The following information was received from the pts optician: ¿ophthalmic exam was motivated by a redness of your left eye after fitting lens difficulties. According to your words, a diagnostic contact lens has been inserted for the first time the day before. Ophthalmologic exam of the right eye was strictly normal with va of 10/10 with correction, bio-microscopic exam and retina exam were strictly normal. Intra ocular pressure was 20 mmhg. Left eye exam showed va of 8/10 with correction. Bio-microscopic exam showed a conjunctival hyperemia, an infra centric nevus at the level of lower nasal conjunctiva. At corneal level, there existed an inferior punctual keratitis, anterior segment was quiet and crystalline lens was clear. After careful research in the inferior fornix, some debris of lens (it seems) could be removed. You have subsequently benefited from a local treatment: tobrex drops 6 times a day, ciloxan (6 times a day) and tobrex ointment, 1 application at evening.¿ no additional information was received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 1363980107 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
It was noted in a file review on 06jan2017 that the additional manufacturer narrative contained a typographical error . "The additional information from the optician revealed that the affected eye was the od, not the os as was initially reported on 29nov2016.¿ this was reported incorrectly. The correct eye affected was the pts os and not the od.